Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the bisector. There was evidence of blood. A functional test was performed on the bisector blade, and the button was somewhat stiff in retracting the blade. Based upon this, the reported complaint for "blade unable to retract" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview 6 bisector blade was unable to retract. This was towards the middle of the procedure, it would not pull back. A new kit was used to complete the procedure. There were no patient effects. The product was returned.